Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner was failed. A field service engineer found that issue was after biometric identifier 1.11 upgrade, advised the customer to reboot the station the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the barcode scanner and the fingerprint identification scanner malfunctioned intermittently. A reset temporarily restored function, but the issue recurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.